Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the cutter was damaged and the device was out of calibration. The cutter was replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: finland.

Event description:
It was reported that during surgery, the unit was not working properly, it cut holes only half of the graft. The taken graft was damaged, but it was usable. An additional unplanned skin graft was needed in order to complete the surgery, and it was taken from the same site. There was no surgical delay reported, and no sutures were needed. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.